Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, the pipeline embolization device experienced tip end damage and failed to open the distal section. The device was positioned in a bend at the middle section, and imaging suggested possible damage to the distal end of the stent. The patient had a type 3 cavernous segment aneurysm in the right c6 segment, and the plan was to deploy the stent in situ at the lesion site. It was also noted the aneurysm location was the left ophthalmic artery segment. The maximum diameter of the aneurysm was 18.68 mm and the neck diameter of 11.05 mm. Landing zone: distal: 3.01 mm and proximal: 4.15 mm. Vessel tortuosity was moderate. Despite deploying more than 10mm of the stent, the distal end could not be effectively opened. The device was resheathed more than two times and removed with the microcatheter. The pipeline had been deployed more than 50% when it failed to open. Additional steps, including stent push and pull operation, system tension adjustments, and system swing operation, were required to attempt opening the pipeline. The device was ultimately removed and replaced with another pipeline embolization device, after which the surgery ended smoothly. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed normal blood flow. The pru level was normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 - product analysis of ped-400-35/b371855: as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex braid ends were found to be fully opened and damaged. The root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.